Event description:
Vns patient had an accident that caused him to be shocked (not severely). The patient reportedly had an accident while welding that caused "high frequency" to travel throughout his body. After the incident, the patient reportedly felt continuous stimulation from the device, even when he used the magnet to inhibit stimulation. It was reported that treating neurologist attempted to program the device to off, but that he was unable to communicate with the patient's device. The patient also experienced feelings of continuous pain at both the generator and electrode sites, for which he went to the hospital emergency room. The next day the continuous stimulation and pain had decreased slightly and the patient reported that he could feel device stimulation and experienced his typical voice change during stimulation cycles. Treating neurologist has reportedly been unable to communicate with the patient's device since the incident, even after attempting to reset the patient's device and after using a different programming system. Review of x-rays did not reveal any obvious discontinuities in the ncp system. The patient underwent revision surgery, during which both the generator and lead (including electrodes) were replaced.

Event description:
The pulse generator was analysis. Product results: the generator was found to be at end of service based on a depleted battery voltage. The reported "communication difficulties" are likely the result of the low battery voltage. The reported "continuous stimulation" cannot be directly addressed by product analysis. As received, the generator would not interrogate and no output was observed prior to decontamination. The generator was implanted for 5.22 years. The battery longevity was calculated to be 4.85 years. However, due to the lack of a complete programming history, the longevity prediction may not be representative of the actual conditions of use. There is no evidence of electrical overstress or damage to generator components resulting from the reported "shock" experienced by the patient. No anomalies were identified that could adversely affect device performance. The concomitent device (lead) was also analyzed. Analysis was performed on the lead portions returned and the reported stimulation related event could not be verified. Continuity checks of the returned lead portions were performed and no discontinuities were identified. The condition of the lead portions returned is continued is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. The connection between the setscrew and lead pins showed evidence that proper mechanical and electrical connection was present. Based on the product analysis findings, there is no evidence to suggest an anomaly with returned portions of the lead which may have contributed to the reported event. Full programming history for this generator was not received, therefore, a adequate estimation of end of service could not be performed. The cause of the reported stimulation related events, pain, and no communication were likely due to the generator reaching end of service. The generator may act erratically immediately before it reaches end of service.